Manufacturer narrative:
Final analysis of lead model 3888-33, lot # v871404 showed complete lead returned. Distal end of lead is bent. Continuity acceptable; no shorts between circuits. Final analysis of stylet model # unknown lot # unknown showed bent wire.

Event description:
It was reported that the electrode was found in the fresh open package with a buckled electrode tip. Visual analysis of the potential issue led to the decision not to use this device. The product was not used with a patient and the product was replaced.